Event description:
It was reported that the pump head was broken. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
Corrected fields: e1: city. Updated fields: d8, g3, h2, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: important information : if any section of tube from the pump to the water container is blocked or kinked, the flow rate will be noticeably reduced. Check the tube for kinks or blockages, and should the slightest irregularity be suspected - do not use. Chapter7 maintenance and repair : 7.2 checking the flow rate: the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the pump head was broken. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.